Manufacturer narrative:
Manufacturer¿s investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device, 1 year, 25 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient presented with new onset fever and chills starting abruptly on (B)(6) 2018. White blood cell (wbc) count with left shift on differential on admission. The patient's maximum temperature was 38.4 degrees celsius in the emergency room. Chest x-ray showed increase in left lower lobe retrocardiac opacity with questionable pulmonary nodular amyloidosis. This exam was not thought to correlate given lack of shortness of breath and cough as well as stable oxygen requirements. Basic right ventricular pressure, urine culture, legionella, strep pneumoniae, and blood cultures were all negative. The patient was started on empiric vancomycin and aztreonam on admission which was discontinued. Symptoms were considered viral. The patient was treated empirically with tamiflu while awaiting culture data and ultimately discontinued. At the time of discharged, wbc count was 7.9 and the patient was afebrile.